Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple alarms were received indicating the the "tubing was blocked". Multiple infusion set changes were performed and the alarms continued. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were performed by tandem technical support to obtain additional information; however, no response was received.